Manufacturer narrative:
One opened phacoemulsification (phaco) tip without a wrench, in a bag was received for the report. The returned sample was visually inspected and was found to be non-conforming for being bent at the cone to cannula transition area. Wear was observed on the threads, back of flange, and nut corners consistent with threading on a handpiece. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. Photo attached to the parent file was reviewed by the manufacturing site. The photo is of a pak label with the lot code 168uv9. The reported product and lot information is not confirmed. The reported issue could not be confirmed from the photo review. The exact root cause could not be determined from the investigation performed. The returned sample is visually non-conforming with the phaco tip bent; therefore, tip of the product was found bent was confirmed; however, how and when the phaco tip became bent could not be determined. Most likely root cause is handling during placement of the phaco tip onto the handpiece. The exact root cause for the bent phaco tip is unknown, therefore specific action with regards to this complaint cannot be taken. All phaco tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. Any nonconformance, such as the phaco tip cannula bent exhibited on the returned opened sample, is removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the tip of the product was found bent and defective before surgery. The procedure type was unknown. The surgery was performed and completed after replacing the product with another one. There was no information about patient impact.